Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Abraham et al 2002 - palliation of malignant biliary obstruction: a prospective trial examining impact on quality of life. Background: endoscopic decompression is used for palliation of patients with malignant biliary obstruction. Little is known of its effect on quality of life. The aims of this study were to determine clinical characteristics that have the greatest adverse impact on quality of life in patients with malignant biliary obstruction, and to quantify changes in the quality of life of patients with malignant biliary obstruction after successful decompression with a plastic stent. All ercps were performed with a therapeutic duodenoscope by 1 of 6 participating therapeutic biliary endoscopists with or without the assistance of a third-tier interventional endoscopic fellow. Ciprofloxacin (750 mg) was administered orally as a prophylactic measure to all patients before the index ercp. Successful biliary decompression with a polyethylene biliary stent was defined as fluoroscopic evidence of drainage of most of the injected contrast material from the intrahepatic bile ducts into the duodenum within 5 minutes after stent insertion, accompanied by endoscopically confirmed free flow of contrast and bile. In addition, a greater than 20% drop in bilirubin level over the 7 days after stent insertion was a criterion of successful biliary decompression. Conclusions: weight loss and hyperbilirubinemia are strongly predictive of poor quality of life before endoscopic decompression. Successful biliary drainage after stent insertion is associated with improvements in quality of life, although this is less true among patients with a baseline bilirubin over 13 mg/dl. These results may lead to better selection of patients for palliative biliary decompression and require prospective validation. This complaint captures stent blockage. One month after stent insertion 6 patients were withdrawn from the study due to stent blockage.

Manufacturer narrative:
Supplemental report is being submitted as a cancellation report following confirmation that cook ireland were not the manufacture of the device at the time to literature paper was published. This pr will be transferred to cook endoscopy who will be submitting any further reports. An initial report has been submitted by cook endoscopy report reference number 1037905-2022-00439.

Event description:
Supplemental report is being submitted as a cancellation report following confirmation that cook ireland were not the manufacturer of the device at the time to literature paper was published. This pr will be transferred to cook endoscopy who will be submitting any further reports. An initial report has been submitted by cook endoscopy report reference number 1037905-2022-00439.